Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she changed her infusion set yesterday because there was blood in the cannula. The customer's blood glucose reading at the time of the incident was 408 mg/dl. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.